Event description:
While preparing to use a cs29 stapler in a laparoscopically-assisted sigmoid resection procedure, it was noted that there was no cut ring present in the anvil of the device. Another device was then used in place of the cs29.

Manufacturer narrative:
Patient's weight and age are unknown. (B) (4). The cut ring apparently was not included when the device was assembled. Had the device been used in this condition it would have failed to transect the tissue, or would have only partially transected the tissue. The assembly instructions have since been revised to include a double check (including digital photo) during assembly of each device with cut ring in place. (B) (4)